Event description:
It was reported via repair work order that the power cord would spark when plugged in due to an exposed wire. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.